Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad was treated. It was reported that on the same day, the patients troponin levels were elevated. Cec assessed stent thrombosis as no event. Cec assessed mi as non q wave mi (target vessel), mdt extended historical peri-pci.

Manufacturer narrative:
Cec re-adjudicated mi in the lad as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient is a previous smoker with a history of previous mi. Index procedure was prompted by nstemi. If information is provided in the future, a supplemental report will be issued.